Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The hemostasis seal was microscopically inspected through the hemostasis hub cap. No visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, saline leakage was noted from the hemostasis valve of the introducer. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.